Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. UDI# (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Location post has come away from the trial body. Missing post was not returned. This case has been reported by the loan kit technician during loan kit inspection.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed the metal locating post is missing and was not returned. There is scratching/markings in the hole inner diameter indicating the metal post was initially assembled in the insert trial. The overall condition of the device indicates heavy usage. A complaint database search finds no additional reports against the complaint sample product code. The investigation cannot draw any conclusions about the root cause of the disassembled post without the post to examine. Based on the inability to determine a root cause and the low frequency of reported events, a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.